Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger not charging) was confirmed. Upon investigation the charger would not charge a battery pack. The cause for the defective component was an internally shorted battery board. The root cause for the shorted battery board was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.